Event description:
Additional information was received from rep. The patient received a new remote and everything has been fine since.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep. It was reported that we are still having issues. Communicator will not connect with device. A third communicator is being sent out to them.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported the handset won't connect to communicator. Reset of the handset allowed connection. Caller said patient was shocked all night on friday because stimulation was too high and patient couldn't connect to turn stimulation down. Patient was able to contact rep, and rep was able to instruct patient to use the recharger to turn therapy off. Patient also had similar connection issue on aug. 27th as well.

Manufacturer narrative:
Section b5 updated. Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called back to report connection issue has been ongoing. Caller said patient has been continuing to need to reset and they've been having to do it as frequently as every other day. Rep requested to have communicator replaced. Confirmed shipping information and request was sent to repair. Additional information received from the rep that he and they talked to tech support and tech support was able to get them connected again. So far they are doing well. Rep called back and had the pt and the pt's wife on the phone. The rep states the pt received their new communicator but are not able to connect to ins. Agent had the pt's wife start by closing apps and resetting the communicator. Upon doing so, the app prompted her to enter the sn of the communicator manually. At this point the app asked for the ins to be linked. The wife attempted this and only could get no device found. The recharger app/wr was engaged to check the level of the ins and it was at %90. Agent had the caller's wife reset the communicator again but the link would still not process, still showing no device found. Agent put the rep and pt/pt's wife on hold to gather more info and they dropped the call. Rep called with patient and their wife on the phone. Rep was not physically present with them. Caller said they were speaking with previous agent, but call became disconnected. Caller reviewed how troubleshooting was done with previous agent, but they were still unable to connect to ins. Agent walked patient's wife through unpairing and removing communicator then reconnecting, but continued to get "no device found" message. Patient's wife said they had the communicator directly over the implant site with the blue plastic side touching the skin. Wife confirmed communicator was charged to 90% and ipg was charged to 87%. Caller said patient could connect the recharger to the ipg without issue, and has been using that as a means to turn therapy off when needed. Wife said patient could feel "tingling" in their legs when they laid down at night. Wife even tried unboxing old communicator and attempted to connect, but continued to get "no device found" message. Wife confirmed bluetooth was on in the settings and that the new communicator showed up under "paired devices." When asked, wife said this has been an ongoing issue almost since implant. She said the patient was implanted on a wednesday and they first noticed the issue that friday. They had initially gotten help from a rep named (B)(6) before (B)(6) started helping them. Agent suggested returning the communicator and trying another. Shipping information confirmed and request sent to repair. Rep suggested they meet up in person when new communicator arrives and for patient to bring the current one to the appt as well.